Manufacturer narrative:
Eval summary: the info contained herein is based on the info provided by the initial reporter. The device involved in this incident was not available for eval, and investigation. Without the actual product or a lot number, a complete analysis cannot be conducted. The info contained herein is based on the info provided by the initial reporter. The info provided indicated that the customer did not see the black marks on the catheter tip when pulled. No adverse event was reported. Additional info has been requested. This complaint is under investigation.

Event description:
It was reported that the customer did not see the black marks on the catheter tip when pulled. No adverse event was reported. The sample is not available for eval.